Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6). (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. Reportedly, the display was scratched. It is unknown at this time if the user was able to read the screen safely or not. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/16/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/25/2015 with the following findings: a visual inspection of the pump revealed that the display lens was heavily scratched. During testing, the pump power on and displayed the verify screen. The display screen was visible, but partially obstructed by the display lens scratches. Unrelated to the complaint, investigation revealed a crack in the battery compartment.